Event description:
Pt had a thoracic endovascular aortic repair (tevar) procedure using a trans-axillary approach. A stent was advanced to the target vessel, however, neither the introducer sheath could be retracted nor the stent withdrawn. The stent's catheter shaft lengthened due to pulling. The introducer sheath and stent were removed together.

Manufacturer narrative:
A follow-up report shall be submitted upon completion of the investigation.